Event description:
It was reported that, during a cori assisted tka surgery and right before the femur mapping, the real intelligence tablet and the real intelligence 24 in. Touch screen went black and the screens did not come back on. A blue man and manual were shown on the real intelligence cori. They had to restart the cori, recalibrate, and start over. The procedure was completed with the same devices without significant delays. No patient harmed was reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The screenshots confirm the case was exited and then re-entered right before femur free collection. The log files were reviewed by software engineering and confirmed this shutdown to be an occurrence of a known software bug that has been fixed and released on cori-v1.5. The case data will only save after free collection has been taken. Therefore, repeating the case registration steps after re-entering the case is necessary. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.